Manufacturer narrative:
The insulin pump was unable to perform the displacement test and occlusion test due to missing retainer. The pump was received with missing o-ring, cracked keypad overlay at select button, scratched case, cracked case at battery tube side, fading serial number label, cracked battery tube threads and keypad overlay texture damage. No missing serial number label or address label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the label is gone. The customer's blood glucose level was unknown at the time of the incident. The product was returned for analysis.